Manufacturer narrative:
(B)(4). Customer indicated entire set would be returned for investigation but it has not yet been received. A follow up report will be submitted with failure investigation results should the device be received.

Event description:
Customer reported that baxter secondary was infusing with solu-medrol. Primary fluid was 1000ml. Staff noticed that the secondary (approximately 370ml) was backing up into primary. There was no pt harm and no medical intervention was required. Customer stated that no additional pt or event details are available.